Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) died. One week before, the patient reportedly received several shocks, but never went to the hospital. On the day of his death, a polymorphic arrhythmia occurred where the rhythm fell between ventricular sense (vs), vt-1 zone where no therapy was programmed, and the vt zone. Several episodes were declared and a shock was delivered at the last episode. However, the physician believes that the patient was already dead at the time this shock was delivered. It is unknown if the ICD caused or contributed to this patient's death.

Manufacturer narrative:
The ICD was explanted and will be returned for laboratory analysis. No additional information is available. Once the device is returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The memory was then reviewed for the recorded episodes on the day of the patient's death. Several episodes were recorded on (B)(6) 2010. In the first episode, the arrhythmia was in the vt-1 zone for some time. No therapy was delivered in this zone. The arrhythmia did deteriorate into a ventricular fibrillation (vf). It was also confirmed that this vf was polymorphic with larger r-waves immediately followed by very small r-waves. The larger r-waves were sensed on the ventricular channel but the small ones were not as they fell below the automatic gain control (agc) floor. No therapy was delivered as the 8 out of 10 beats detection criteria was not met by the device due to these polymorphic r-waves. The next episodes recorded in the memory revealed the same polymorphic vf where some beats were sensed while others once again fell below the agc floor. Laboratory analysis determined that this device met all specifications during testing. A review of the device memory revealed that the patient experienced a polymorphic arrhythmia that did not result in delivered therapy as many beats were below the sensing floor. Device electrogram review, failed to suggest any corresponding lead(s) malfunction; however, no leads were returned for laboratory analysis. Engineers confirmed the ICD operated as designed and programmed, with no evidence of system undersensing.

Event description:
The ICD was returned and analyzed.